Event description:
Additional information received reported that the patient was still urinating a lot, about every 2 hours. The patient didn¿t have an appointment until march and wanted to know if they should call their health care provider (hcp) sooner. The patient had not visited their hcp about the event and was still having problems with their system. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient never had therapeutic effect. They were still urinating a lot and the patient couldn¿t hold their urine and didn¿t know why. The patient went to see their health care provider (hcp) about 2 weeks ago and they didn¿t know if they made adjustments because it was at their back. The hcp had a programmer in their hand. The patient felt stimulation a little bit and they used their patient programmer once, but hadn¿t touched it. The patient synched with their implantable neurostimulator (ins) and was on program 3 at 3.7v and the ins was off. The patient was walked through turning the ins, but they were unsure if there was a lightning bolt. The patient did not feel stimulation and they were able to increase to 4.0v and felt stimulation. The patient increased a few more and then stood up and they could really feel it. It was too strong and the patient lowered it to 4.1v. It was better than what it was and the patient was going every 3 hours. The patient would see their hcp on (B)(6) 2015 and would call back for assistance on changing programs if needed. Five days later the patient reported that they had been urinating a lot for 2 days and they had a loss of therapeutic effect. The patient did have 2 cups of coffee and a big glass of water for breakfast. The patient was at 4.2v and when they tried to increase stimulation they saw the upper limit message. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0q0ty, implanted: (B)(6) 2014, product type lead; product ID neu_pt m_prog, serial# unknown, product type programmer, patient. (B)(4).